Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the implant'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy/pregnancy (with complications)/birth-no complication') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Reporter information added. Events: breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy/pregnancy (with complications)') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6)2015: positive. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received :new event "perforation (fallopian tube)", lot number and patient medical history, lab data were added, pregnancy outcome, reporter information updated incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy/pregnancy (with complications)') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. No further causality assessment were provided for the product. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6)2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 29-year-old female patient who had essure (batch no. B93871,b93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis, tubal ligation, spontaneous abortion, pregnancy, parity 4 and multi gravida. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)/birth-no complication"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2015: positive. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping)" were added. Outcome of event "pain" was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the implant'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy/pregnancy (with complications)') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events essure confirmation test : no added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant / forced to undergo a major surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: summons received - new event "abdominal pain and heavy bleeding" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)/birth-no complication"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The reporter considered abdominal pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: (B)(4) coils on right side and the left was (B)(4) coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(4)2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)/birth-no complication"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine. In (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 29-year-old female patient who had essure (batch no. B93871, b93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis, tubal ligation, spontaneous abortion, pregnancy, parity 4 and multi gravida. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)/birth-no complication"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: 7 coils on right side and the left was 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2015: positive. Batch no b93871, production date 2013-10-04 expiration date 2016-11-30. Batch no b93874, production date 2013-11-05 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.